Event description:
It was reported that the buttons on the customer's insulin pump were stuck and the carbohydrates levels were rising without any input, while she was attempting to put them in. Her blood glucose level was 98 mg/dl. The customer stated the insulin pump may have been exposed to sweat, but was not bumped or dropped. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No unexpected beeping, stuck buttons or button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and scratches on case near battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.